Event description:
It was reported that during a moderately tortuous, mid left anterior descending (lad) coronary artery stenting procedure, pre-dilatation was performed on the 95% stenosed, moderately calcified lesion. After pre-dilatation, a 2.75x28mm xience v stent was implanted and a distal edge dissection was noted. A second unplanned xience v stent was implanted to treat the dissection. There was no report of adverse patient sequela or a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.